Manufacturer narrative:
(B)(4), under 1717344-2009-00550. Date sent: (B)(4) 2014. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional information in regard to the incident has also been requested. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported through a medwatch form, that the mass within the adrenal gland and the vena cava were identified. Then the device was used to seal the adrenal vein. After the physician received an end tone indicating that the vein had been ligated, the adrenal vein was cut. When the device was released, there was severe bleeding from the adrenal vein. The procedure was then converted to an open adrenalectomy and a right nephrectomy was performed. No additional information has been provided by the site.